Event description:
There is no report of injury associated with this complaint. Purchased two 100-count boxes of the 22-gauge needles approximately 6-months ago from the website. She said she had difficulty injecting the first needle into her cat and the cat was in obvious pain. She opened the second box and found those needles also were dull. She contacted website and asked whether they received any similar complaints about the needles and what they planned to do about the problem. Complianant was advised they had received some complaints. The firm offered a refund; however she was so concerned about the problem she decided to report the issue to FDA. Websitehas since not responded to her and evidently plans no corrective actions and complainant did not know whether website contacted the manufacturer to report the problem. Discussed the complaint and rep surmised that the manufacturer may have mistakenly packaged IV injection needles (blunt ended) instead of the beveled end needles as referred to on the labeling. Contacted cdrh and learned that in 2004, the manufacturer initiated several recalls of syringes due to a defect, which caused the needles to detach from the syringe hubs. Complainant explained her motivation in reporting her complaint to FDA was concern for other animals receiving injections with this brand of needles. Contacted supplier's consumer affairs specialist. Described the complaint and provided her the lot number. They did not receive any complaints about the lot in question, but explained they do occasionally receive similar complaints about boxes having a few dull needles in them. She said the dullness was a result of manufacturing defects in the needle sharpening process. Added that some animals have tough skin, such as cats, she said veterinarians have reported difficulty in piercing a cat's skin with hypodermic needles. Consumer affairs specialist said they purchase the needles from tyco healthcare / kendall, mansfield, ma; however, the manufacturer is at another location. She provided contact information for their representative with the firm for the purposes of determining the manufacturing site. Received a call from regulatory affairs for tyco healthcare, and quality manager / product monitoring group. They identified the manufacturer based upon coding information. Explained the complaint details and asked whether firm had received any similar complaints about the product. She said there were none specific to the lot in question; however they do sometimes get complaints regarding dull needles. She added that the product in question was intended for human use and not veterinary use. Explained to herthere was no indication of this on the product packaging and that the product had been purchased from a veterinary product website. She planned to check into this, as animal hide required specific types of needles.